Event description:
Device 1 of 2. Reference MFR. Report #1627487-2018-12973.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2; reference MFR. Report#1627487-2018-12973. It was reported the patient was experiencing uncomfortable stimulation. High impedances were noted on some contacts. As a result, the patient underwent surgical intervention where both extensions were explanted and replaced. Issue resolved after extension replacement.